Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up. The customer confirmed the distal tip was damaged and it was damaged in the same location. There was no anti fog applied to the scope. There were no chemicals used in the procedure. The distal cover was inspected and found to be fine at the time. Yes, the user did install the distal tip cover correctly, and confirmed that it was seated properly, and checked by pulling to make sure that it would not fall off during the procedure. The distal cap tore during the procedure, and fell off. This was due to no fault of the user. Reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be determined. The event can be detected/prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell inside the patient's stomach. Suction was used through the scope to drag the cover to the patient's mouth, and it was removed with a forceps. The procedure was prolonged, and the patient remained under anesthesia for an additional thirty minutes. The issue did not affect the outcome of the procedure. The procedure was completed. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - distal cover, (B)(6) - duodenovideoscope. This report is for (B)(6).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00225. This subject device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.